Event description:
A male received 1 unit of op-1 implant combined with 5cc's of calstrux for a c3-t1 corpectomy for spondylotic cord compression. Approx half of the combined product was applied to the ends of the titanium rod and buttress prosthesis, sandwiched between the buttress end and the vertebral endplate. Some residual putty was placed at the sides of each buttress. The surgery was described as a 120 minute uncomplicated procedure. Osteolytic areas were demonstrated in adjacent vertebrae at 3.5 months postoperatively. Another scan (not specified) was scheduled to investigate return of mild neck pain. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.